Event description:
Report was received from the USA stating there was "vibration" in the device during an ear, nose and throat mastoid surgery. There was no delay in the surgery, surgery continued with the same device. The hospital declined any pt info. There were no injuries or medical intervention reported. No additional info was provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all mfg specification. The event was not confirmed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).